Event description:
The rotators of the high pressure tubing are coming apart on injection. There was no harm or injury to the pt. It was reported that three devices were defective. However, the customer would not provide info for each of the events reported in this complaint. This single report is being filed because it was not possible to provide details of each of the three events.

Manufacturer narrative:
The suspect devices were returned for evaluation. The devices were examined visually and the complaint was confirmed. The rotators were separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The root cause of the malfunction is attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint data base was reviewed.